Event description:
The customer reported that some time schedules did not display on pipe/tazo order, so the patient didn't receive the drug when it should have been. There was no report of patient harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is submitted with reference to manufacturer's report number 1218950-2023-00409. This record has been identified as a duplicate of the referenced report and this complaint record has been moved to closure and no further investigation required. If new or additional information is received affecting the investigation, the record will be reopened.